Manufacturer narrative:
MFR report number 2183959-2018-00063 was determined by the manufacturer to not be reportable as the patient did not have a spectra explanted.

Event description:
Additional information received indicated the patient had an inflatable (B)(6) prosthesis and not a spectra penile prosthesis implanted. The inflatable penile prosthesis was removed and replaced as "the patient developed a hands condition that make him difficult to handle the ms pump properly. The physician recommended to switch to a malleable model."

Event description:
It was reported the patient had his spectra penile prosthesis replaced due to unspecified reasons. No patient complications were reported in relation to this event.